Event description:
During a ptca/stenting treatment procedure, the quantum maverick monorail 15/3.25 mm balloon ruptured at 20 atms. The lesion being treated was a calcified, 90% stenotic lesion in the left anterior descending (lad) coronary artery. The physician used an unknown introducer sheath for vascular access and a runthrough guidewire and a 6f launcher ebu 3.75sh guide catheter to cross the lesion. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good.'